Event description:
Information received indicated fluid ingress was found in the mattress.

Manufacturer narrative:
The hill-rom technician reported that the ticking was worn due to age and had some small pins holes in the cover. He installed a ticking kit to resolve the issue.